Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. The device was returned unopened in the original packaging. Visual examination of the returned product/provided pictures confirmed the battery pack was busted open and there was black debris from the battery expulsion throughout the sterile packaging. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during surgery that the battery had been exploded. There is no harm and a 0-15 minute delay reported. Due diligence is complete as there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - japan.